Event description:
Boston scientific received information that during implant procedure prior to wound closure, this pacemaker exhibited noise when the competitor's right ventricular (rv) lead hooked up to the device. The physician pulled the lead out of the header as the physician, the physician burped the header and reinserted the lead but noise was still observed. Subsequently, the physician pushed on the pocket which caused noise that led to pacing inhibition with asystole greater than two seconds. The lead was removed from the can again and tested on the pacing system analyzer (psa) with good results. The pacemaker was removed and a new pacemaker implanted with the chronic rv lead and no issues were observed. Additional information received that the cause of noise was not conclusively determined and the device was returned for analysis. There were no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the attempted device was thoroughly analyzed and found to be within specifications. The device was subjected to and passed all automated electrical testing which confirmed proper operation of the pacing and sensing functions of the device, as well as a lead impedance test. The allegation from the field was not confirmed as the device met specifications.